Event description:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5079892) on 09-oct-2018. This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("she expelled coils from vagina") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (required intervention). At the time of the report, the device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079892) on 09-oct-2018. The most recent information was received on 13-dec-2018. This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("she expelled coils from vagina") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (required intervention). Essure was removed. At the time of the report, the device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6) 2018 for the following reason: correction: medically confirmed was updated to yes. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079892) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("she expelled coils from vagina") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (required intervention). Essure was removed. At the time of the report, the device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended on (B)(6) 2018 for the following reason: correction: medically confirmed was updated to yes. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.